Event description:
In 11/2005, the lay reporter contacted lifescan alleging that the lay patient's one touch ultra meter was reading inaccurately erratic. The patient obtained a result of 114 mg/dl on the reported meter. He tested again 2 hours later after taking medication; the result was 191 mg/dl. The patient received no medical attention. The customer service agent (csa) walked the patient through two, consecutive control solution tests. Both control solution test results fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.